Event description:
The customer reported a fluid leak of approximately seven ounces (7 fl. Oz.) From the white blood cell (wbc) and red blood cell (rbc) baths on a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The instrument was considered inoperable by the customer, and a service visit was requested. It is unknown whether the customer was wearing recommended personal protective equipment at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found the set screw on the waste pump motor shaft was loose, causing the spool to slip. This caused the baths to not drain properly and overflow. The fse tightened the set screw and cleaned the drain pump motor to resolve the issue. The instrument was verified and validated. The beckman coulter internal identifier for this event is (B)(4).